Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support.